Event description:
The pt received her scs sys on (B)(6) 2008. It was reported that the pt does not have stimulation and the ipg cannot establish communication with the charging sys or pt programmer. It was reported stimulation had not been used and the ipg had not been charged since the beginning of (B)(6) 2011. No add'l info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.